Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and small droplets of fluid located at the bottom area of the device bottle were observed which suggests a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). E1: initial reporter phone no.(additional):(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked prior to patient connection. The event occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection on the sample via the naked eye shows no evidence of a leak either on the interior or exterior surfaces of the device. The droplets of fluid located at the bottom area of the device bottle shown in the returned photograph may have been condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Typically, over time, condensation would dissipate or dry up. Condensation is not a product defect nor a leak. A functional leak test was performed, and no evidence of a leak was observed either on the interior or exterior surfaces of the device. Based on evaluation results, the folfusor device was determined to be a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.